Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. The patient ultimately expired on 31aug2020 (manufacturer report number: 2916596-2020-02867). Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including infection (local, driveline, pump pocket). Section 6 "patient care and management" contains information on minimizing the risk of infection, including a subsection on ¿controlling infection.¿ heartmate ii lvas patient handbook section 4 ¿living with the heartmate ii¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean and undamaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was readmitted on (B)(6) 2019 for fever, ICD shock, driveline infection at (B)(6). The patient had pseudomonas bacteremia r/t lvad colonized driveline infection. The patient was treated with IV antibiotics, IV meropenem at home via home health care. No additional information was provided.